Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2021. The customer¿s blood glucose level was 493 mg/dl at the time of incident. The customer¿s current blood glucose value was 123 mg/dl. The customer experienced symptoms such as vomiting due to high blood glucose value. Customer stated that they were sick due to infection. The customer treated high blood glucose with insulin drip. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.